Manufacturer narrative:
Date sent to the FDA: 05/18/2021. A manufacturing record evaluation was performed for the finished device lot number ohmeth / sxpp1a30113, and no non-conformances related to the reported complaint condition were identified. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a301 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-03172 and 2210968-2021-03173.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? No further information is available. What was used to complete the procedure? No further information is available. Lot number? No further information is available. Procedure name? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Events reported via: (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by a sales rep that the fixation tab broke during continuous suturing. There were no adverse patient consequences reported. Additional information was requested.